Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient has been receiving radiation therapy treatment for lung cancer. During the course of radiation therapy, a device check noted a red screen and fault code indicating that the device had gone into fallback mode and that device function was limited. No adverse patient effects have been reported as a result of this observation. The local boston scientific crm field representative advised the physician that further device damage was possible as a result of continued radiation therapy. The physician plans to monitor the device until the patient completes their last (B)(6) weeks of radiation treatments. This event will be updated if any additional information becomes available. The device was later explanted on an unknown date for an unspecified reason.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.